Event description:
Customer reported hospitalization due to high blood glucose readings. Customer was unable to provide any further information about the hospitalization. Customer also reported a crack on the screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.